Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Litigation alleges severe pain, discomfort, inflammation, corrosion and friction wear caused toxic cobalt-chromium metal debris to be released into the patient's blood, tissue and bone surrounding the implant. Doi: (B)(6) 2016; dor: unknown; (right hip).